Manufacturer narrative:
Block b3: exact date unknown, event occurred a month prior to the date the manufacturer became aware.

Event description:
It was reported that the patient was experiencing frequent implantable pulse generator (ipg) charging. The patient underwent an ipg explant procedure and was doing well postoperatively. The explanted device was retained and will not be returned.